Event description:
It was observed during the device inspection that subject device has an error e0182 due to defective high voltage power supply (hvps) board. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer reported failure was confirmed. Based on the results of the investigation, it is likely due to a component failure high voltage power supply (hvps board). The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.